Event description:
The technician alleged that the bed failed the electrical safety test. No pt impact.

Manufacturer narrative:
The technician found the ground pin was missing on the power cord plug. The technician replaced the power cord plug to resolve the issue.